Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error alarm and had blank display. The customer's blood glucose level was 353 mg/dl. It also reported that they are not able to rewind the insulin pump. The customer will return insulin pump for analysis.

Manufacturer narrative:
Pump error 35 was noted in the pump history and critical pump error alarm during testing due to moisture damaged electronic assembly on electrical board force sensor. Unable to perform the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm. No blank display was noted. The device was received with corroded battery tube, cracked battery tube threads, cracked case along the side of the battery tube, faded serial number label, cracked reservoir tube lip, partially detached reservoir tube retainer, scratched case and minor scratched lcd window.